Event description:
A health care professional reported that during intraocular lens (iol) implant procedure the lens would not advance while being injected into the patient eye with the cartridge and the cartridge was opened, and it was found that the lens haptic was broken. According to surgeon there was no impact or harm because of the performance of the device.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photos were provided. The first photo was the lens carton from the top. The third photo showed the carton endcap with the product information. The second photo showed a yellow single-piece lens on a white pad being held by an ungloved hand. One haptic was broken -gusset area. The broken haptic was below the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Photos were provided. The first photo was the lens carton from the top. The third photo showed the carton endcap with the product information. The second photo showed a yellow single-piece lens on a white pad being held by an ungloved hand. One haptic was broken-gusset area. The broken haptic was below the lens. Product history records were reviewed and documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. Based on review of the provide photos, the lens was damaged. The root cause for the advancement issues may be related to a failure to follow the instructions for use (IFU). The IFU instructs: during device preparation and implantation of the company intraocular lens (iol) with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The IFU instructs: fully insert the ovd cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 milliliter of ovd. Only use an company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. The IFU instructs: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. The manufacturer internal reference number is: (B)(4).